Manufacturer narrative:
Stent remains implanted in patient. As event was reported more than 1 month after index procedure and there was no reported delivery system malfunction, the delivery system is presumed discarded and will not be requested. As the lot number was not provided by the site, a review the lot history record (lhr) was unable to be performed. A risk assessment review indicates that stent under-expansion and thrombosis are captured as foreseeable events. A review of instructions for use (IFU) was conducted. Stent under-expansion and thrombosis are labeled in this IFU as potential adverse events. A review of received angiography images confirmed poor stent wall apposition, thrombus (in vessel and post-aspiration), and post-intervention thrombus resolution. Causes of the late stent thrombosis can be multi-factorial and can include patient medical history and comorbidities; not responsive to (or compliant with) prescribed antiplatelet therapy; vessel morphology; thrombogenic vessels; increase in stent surface reactivity; stent thrombogenic for patient; stent heated excessively by magnetic field; stent expanded beyond design intent; stent overstressed leading to fracture, stent is under under-expanded. In this case, under-expanded stent / incomplete apposition of stent to vessel wall and / or patient comorbidities are most likely contributors. Though the treating physician reported that the event of thrombosis is not related to the implanted cobra stent, a relationship between the cobra stent and reported thrombosis / stent under-expansion cannot be completely excluded. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
On (B)(6) 2020, a patient presented for treatment of a severely calcified lesion in the distal right coronary artery (drca). The patient underwent percutaneous coronary intervention (pci) via deployment of cobra pzf¿ (3.0x15) stent in drca. On (B)(6) 2020, the patient presented with vessel thrombosis; the thrombus was observed to be located just proximal to the cobra stent placed in the drca (B)(6) 2020. Angiographic imaging post deployment showed the stent to be dramatically under-expanded. The thrombus was successfully resolved via aspiration and 3x12 nc balloon dilatation. There were no adverse patient sequelae. In the opinion of the treating physician, the event of thrombosis is not related to the implanted cobra stent. Reportedly, the patient had been on dual anti-platelet therapy (dapt) for 30 days due to a shoulder surgery. Though requested, no additional information was provided.